Manufacturer narrative:
No product will be returned. No investigation was performed.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "there have been reported problems with the bd alaris pump infusion set back check valve set# (B)(4).the issues are of the tubing breaking off or bulging at the site of the connector IV fluid was leaking from blue top part that connects into pump. Amicar running at 43.3 ml/hr. There has also been a report of an unk black substance in the drip chamber. FDA safety report ID# (B)(4)."